Event description:
This is filed to report the chordae rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the anatomy. The first clip was implanted, without issue. To further reduce mr, a second clip was advanced to the mitral valve. However, during positioning, one of the gripper arms got caught on the leaflet flail and chordae. Trouble shooting was performed, the chordae and flail were freed from the gripper arm, but a chordae rupture was noted, and the flail worsened. The gripper arm would no longer drop, the clip was not implanted. Mr was reduced to 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of unspecified tissue injury (tissue damage) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported difficult to open or close (gripper actuation - single) appears to be related to difficulty removing (gripper arm got caught on the chordae and leaflet). A cause for the reported difficulty removing (gripper arm got caught on the leaflet) cannot be determined. In addition, the reported image resolution poor appears to be due to the anatomy. The reported unspecified tissue injury appears to be related to the reported difficult to remove (anatomy). There is no indication of a product issue with respect to manufacture, design, or labeling.